Event description:
An endostitch was being used by the physician (md). The needle bent while inside the patient. When the device was removed from the patient, the needle was broken, with one portion attainable by scrub tech. The remainder portion of the stitch remained missing. Md felt the missing portion was retained inside the endo stitch device. A manual search was done by the doctor for the missing piece inside the patient. The missing piece was not found.